Event description:
The audiologist reported that the user was hit by a baseball bat over the weekend, directly on the audio processor. He was no longer able to hear with the device after this incident, even when trying to use another audio processor. The user has been re-implanted on (B)(6) 2020.